Event description:
Boston scientific was notified that during an event a matrix extra firm-3d coil detached from the pusher wire during preparation in a saline bowl. No complications were reported to have occurred during this event.